Event description:
It was reported that during a back table assembly of a persona tibia and persona liner insert, the front of the articular surface inserter fractured off. A new instrument was opened and used. The surgery was finished with a maximum delay of five minutes, with no impact to the patient. There is no additional information available.

Manufacturer narrative:
(B)(4). G2- (B)(6). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use with discoloration. Additionally, the tip of the unit was fractured off. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/anomalies identified. A definitive root cause cannot be determined. The complaint is confirmed via product evaluation. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.